Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the right ventricular (rv) lead was unable to be implanted. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Additionally, a visual inspection of the lead revealed no anomalies with the exception of procedural damage.